Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the rotator cuff having issues; implant was riding up on the glenoid. Not an implant issue.